Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised. Patient reported he was walking when he stumbled and had pain. Intra-operatively, the biolox head was found to have cracked. The original surgical plan was to perform a head liner exchange. However, in trying to remove the universal adaptor sleeve which was cold-welded onto the trunnion, the trunnion was damaged. An extended trochanteric osteotomy was performed to remove the stem. The patient was revised to a competitor stem and head with a stryker liner. Rep confirmed that there are no allegations against the revised liner, and that no further information will be released.